Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal follow-up, myopotential oversensing was observed. It was noted that the oversensing was reproduced when the patient yawned. Programming changes were made and the issue was resolved. The device remains implanted. The patient was stable and will be monitored with routine-follow-up.